Event description:
It was reported screws were used past the use before date. The use before date was 2012-(B)(6) and the implant date during which the screws were used was 2012-(B)(6). The screws used were the only ones available at the implant procedure.

Manufacturer narrative:
Product ID 37601, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator product ID 3387s-40, lot# va042la, implanted: 2012-(B)(6), product type lead product ID 3387s-40, lot# va042la, implanted: 2012-(B)(6), product type lead product ID 37642, serial# (B)(4), product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID 3708660, serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID 3387s-40, lot# va03nbf, implanted: 2012-(B)(6), product type lead product ID 37601, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator product ID 37601, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator. (B)(4).